Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A site visit was made to the facility by the forensic engineer. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility reported that a colleague triple channel cx pump in use during open heart surgery for pericardiectomy failed with a free flow on all channels. The pump was infusing nitroglycerin, dopamine, and propanolol (dose, rate, volume, and concentration unknown). When the physician changed the rate on channel a, the pump subsequently emitted an audible alarm with a failure code 16:310:867:0002, and stopped infusing on all channels. The physician reportedly then turned off and restarted the pump. Upon attempting to reload the sets, tube mis-load alarms were seen on channels a and b, followed by failure code 803:08 occurring on channel c then channel a. Additionally, the slide clamp was reported to have disengaged from the tube, and since the roller clamp was not engaged by the clinician, the sets were reported to free flow. The patient's blood pressure dropped to unknown levels, and IV medications per injection (unknown medication and dose) were administered to restore the patient's blood pressure, and an alternate pump was obtained and programmed to restore the infusion.